Event description:
It was reported the pump had more volume than expected. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine was in the pump. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.